Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, cracked reservoir tube, cracked reservoir window, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported the insulin pump was damaged. The device was cracked from the reservoir compartment and the reservoir housing was shattered which was missing big chunks. Customer's blood glucose was 111 mg/dl. Customer reported the belt clip shattered and it shattered the reservoir housing, when asked if customer knew how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.